Event description:
It was reported the pt is experiencing ineffective stimulation. Reprogramming was unable to resolve the issue and provided stimulation to unintended areas. X-rays were taken and no anomalies were indicated. The pt is to consult with the physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.